Event description:
Boston scientific received information that for the last two weeks this patient has becomes very weak, slumps over and nearly faints but comes to again. A boston scientific patient services consultant documented the reported observations and referred the patient advocate to contact the patient's physician.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. Two different boston scientific sales representatives from this territory both confirmed they've not been contacted to evaluated this patient/system. This product issue will be updated if additional information is received.